Event description:
The customer requested a "parts order". The reported problem was investigated via remote support. The customer stated that the error message "speaker malfunction" inop was displayed on the intellivue multi measurement server x2. The device was used for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported.